Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 48 mg/dl. Customer stated that she was dehydrated and confused prior to hospitalization. Customer also stated that on june 29, she had an episode of low blood glucose of 33 mg/dl and paramedics were called to assist her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.